Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) would not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor would not power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, ther was liquid contamination that caused corrosion on j502 and the table board. The cause of the failure was isolated to the corroded components. The root cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.